Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During cooling phase of ivtm therapy, the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error) message. The patient treatment got interrupted for 30 minutes due to the error message and the console was replaced to continue the ivtm therapy. No consequences or impact to patient.